Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 9/13/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on 8/27/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Event description:
It was reported that a female patient underwent primary breast reconstruction with a mentor tissue expander 400cc. It was noted intra-operatively that the left tissue expander was leaking when testing the expander. As a result, the left tissue expander was replaced with a similar mentor tissue expander 400cc on (B)(6) 2018; catalog # 3504305m, s/n (B)(4).

Manufacturer narrative:
On 08/30/18, it was reported to mentor that the procedure is unknown, it is either breast augmentation revision or breast reconstruction revision. The implant was textured 300 cc mentor siltex, the catalog, serial, and lot number are unknown. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The following changes were mistakenly omitted from the report submitted on 9/14/2018: is product problem: check. Is other serious: check. Device evaluation summary completed on 9/25/2018: the device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. During visual examination, the product evaluation team observed the device appears intact. Leak testing was performed in accordance with mentor procedures and revealed no leakage sites. No anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The complaint of deflation was not confirmed since no anomalies were found on the reported device. The device history record (DHR) for the lot number 7525631 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).